Event description:
It was reported a revision surgery was performed. The implant was removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.